Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting end-of-life indicator in clinic with a battery voltage of 3.19 and a charge time of 40.7 seconds. 2 manual capacitor reformations were performed, and the device reverted back to begining-of-life indicator; however, due to the unpredictable behavior, it was elected to remove the ICD and replace it with a new ICD. The patient denied any exposure to MRI. No adverse patient symptoms were reported.